Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient received multiple inappropriate shocks. There was high impedance on the right ventricular (rv) lead. It was noted by the physician that the lead had been twisted multiple times which was an indication of twiddler syndrome. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2006.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.